Event description:
It was reported that a right ventricular leadless pacemaker exhibited inadequate measurements, including unspecified capture and current of injury issues, after being fixated during the implant procedure. Device was repositioned twice until numbers were improved. Device was released, but sensing was lost and fluoroscopy confirmed the device had dislodged into the right atrium. Device was then retrieved, and a new device was implanted. Patient was stable.